Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels up to 500mg/dl. Supply changes were performed, a correction bolus via the pump was delivered or a manual injection was administered to address the bg level. Reportedly, the customer's bg level increased when their cartridge fill was low. Recommendation was made to consult with their health care provider to discuss diabetes management. Tandem technical support discussed site placement and rotation with the customer.